Manufacturer narrative:
The product has been requested back for an investigation. At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. A tripped trend review was conducted for the reported complaint and freestyle libre sensors and no trends were identified that would indicate any product related issues. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caregiver reported that the low glucose alarm did not trigger from the adc device. The customer experienced dizziness and was administered glucagon injection by family member. It was further reported the customer was taken to the hospital, however, no treatment was provided. There was no report of death or permanent injury associated with this event.